Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event may have occurred due to memory overload of the central processing unit board inside of the equipment, which may have occurred due to user handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse repaired and verified device according to original equipment manufacturer instructions, software attributes were verified and confirmed, device passed electrical safety test and results. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the endoscope reprocessor had abnormal noise. There was no harm or user injury reported due to the event. An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse replaced a defective detergent drawer and tub sensor. This report is being submitted for the malfunction found during evaluation by fse. There was no harm or user injury reported due to the event.